Event description:
It was reported that during a lap sigma procedure the tip of the device was missing. The site used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.